Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was alleging the insulin pump of under delivery of insulin. Customer stated that they experienced high blood glucose. Customer stated that blood glucose was increased after dinner that was above 200 mg/dl. Customer does not have idea about why alleges insulin pump was under delivery. The customer was treated by insulin pump. Infusion set had air bubbles and it was removed successfully. Customer's other blood glucose was 202 mg/dl, 250 mg/dl. Customer was not calling back for high pressure test. Customer was not insisting with insulin pump replacement. Auto mode was not active. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer received assistance with programming insulin pump. The insulin pump and reservoir will not be returned be for analysis.